Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the site's system logs for the reported procedure date showed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted bilateral nipple sparing mastectomy (nsm) procedure for the patient's right breast cancer and left breast prophylactically, the patient experienced post-operative hypotension prior to discharge that required a blood transfusion. The procedure was completed robotically without any device malfunctions reported. The intra-operative blood loss was reported as 170ml but was not an unexpected volume for the type of procedure. No medical or surgical intervention was rendered to stop the bleeding. On the night of the procedure, the patient was noted to be hypotensive. On post-operative day #2, lab results indicated a hemoglobin level of 6.6. One unit of packed red blood cells (prbc) was transfused the next day and the hypotension was resolved with a hemoglobin level of 8.8. The patient was discharged on post-operative day #3. The surgeon believed the cause of the hypotension was due to intra-operative blood loss and hemodilution. Three months later, the patient was found to have a right axillary mass. An excision of the mass and a revision of the bilateral breast reconstruction was performed on (B)(6) 2024. The cause of the mass is unknown at this time.